Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Date of event: (B)(6) 2016.

Event description:
The customer reported that the unit failed da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter). Through follow-ups, the customer indicated that the unit was in use on a patient; however, there were no adverse events towards the patient to note.

Manufacturer narrative:
The manufacture's field service engineer (fse) was dispatched to the site. The fse replaced the gas delivery system (gds), data acquisition (da) to motor controller (mc) pcba and mc pcba retention bracket kit to address the reported problem. Fse successfully completed a preventative maintenance (pm) and device is ready for clinical use.